Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor set-up the preloaded system normally and implanted the intraocular lens (iol); however, there were no haptics on the iol. Therefore, the doctor cut the iol inside the eye, and after opening the wound, removed it.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/13/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The plunger was advanced and locked as the device required. The device was opened in order to verify the assembly performance. There was excessive viscoelastic (ovd) residue on the lens storage. This indicates that ovd may have been injected into the lens storage area rather than injecting it into the device cap. This action could have dislodged the haptics from the normal resting position. The lens was not returned, but only detached haptic was returned. There were neither damages nor flashes inside the device assembly. The plunger tip did not have damages either. Based on the inspection, detached haptic was confirmed. However, it was not possible to determine if this observation is related to manufacturing, as the reported device was handled and the lens was completely deployed. In addition, the lens was not returned for evaluation. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.